Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed failed battery test. Troubleshooting was performed. Customer's blood glucose level was unknown at the time of the incident. It was reported that alarm was cleared. It was also reported that the battery was removed, the contacts were cleaned, and a replacement battery cap was sent. It was advised to monitor the insulin pump but the customer called back to report that the issue persisted. There was no additional troubleshooting performed and it was indicated that a replacement insulin pump will be sent. The insulin pump will be returned for analysis.